Manufacturer narrative:
Results: the neuron max 6f 088 long sheath (neuron max) was ovalized approximately 62.0 thru 64.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the neuron max was ovalized. This type of damage typically occurs due to improper handling during preparation or use. If the device is forcefully gripped or pinched during preparation for use, damage such as this may occur. A demonstration select catheter was attempted to be advanced through the returned neuron max. While advancing the select catheter through the neuron max resistance was encountered as the select catheter met the ovalization in the neuron max and the select catheter could not be advanced any further. The 5f select referred to in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, it was noticed that a neuron max 6f 088 long sheath (neuron max) was kinked after flushing it and attempting to put a neuron select 5f select catheter (5f select) through it. Therefore, the neuron max was set aside and the procedure was completed using a new neuron max and the same 5f select.